Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other relevant history: dapt: baby aspirin 100mg/day from prior to the procedure, stopped in (B)(6) 2017 due to change of the drug. Complavin 1 tablet/day from (B)(6) 2017, stopped on (B)(6) 2018 due to ae#2. Plavix 75 mg/day from prior to the procedure, stopped on (B)(6) 2016 due to change of the drug. Effient 3.75 mg from (B)(6) 2016, stopped on (B)(6) 2016 as the patient was not compliant with the drug. The stent remains in the patient and was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient with unstable angina (class ii) underwent a coronary procedure to treat a de novo lesion with 99% stenosis in the obtuse marginal (om) coronary artery. The 2.25 x 23 mm xience prime sv stent was deployed with pre-dilatation and post-dilatation in the om. The patient was non-compliant with effient and discontinued use of effient on (B)(6) 2016. On (B)(6) 2018, the patient died of unknown cause. No additional information was provided.